Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) one-link non-dehp microbore catheter extension sets came out of the plastic luer lock piece. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and it was noted that small bore two piece luer lock assembly was separated from the high pressure tubing. The actual sample was visually inspected, and once again, it was noted that the small bore two piece luer lock assembly was separated from the rest of the set. Dimensional testing was also performed, and it was observed that the measurement of the outer diameter of the tubing was out of the acceptable dimension. The reported condition was verified. The cause of the condition was related to the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.